Event description:
It was reported that the intima-ii y 24gax0.75in prn/ec slm experienced a breach in sterility which was noted prior to use. The following information was provided by the initial reporter: when a nurse tried to open the closed venous indwelling needle during intravenous infusion for patient, she found that the indwelling needle had no protective jacket (needle cover), and the needle was in a bending state, so the indwelling needle was not used.

Manufacturer narrative:
Investigation summary: a sample was not provided for evaluation. With the lack of a sample, the failure mode could not be observed. Device history review was not performed as a lot number was not provided. With the lack of photo, bd was unable to observe the failure mode. A possibility can occur in the process of the plant or during transportation. For needle bend of the process of the plant, the angle of needle bend always below 10 degrees and previous investigations have shown that it can occur in the factory. In the packaging process, the products bounced after being placed on the formed base film and hit the machine protective cover causing the product to bend. Complaints are reviewed monthly as part of the infection prevention qda meetings. Bd will continue to track and trend for this failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 24ga x 0.75in prn/ec slm experienced a breach in sterility which was noted prior to use. The following information was provided by the initial reporter: when a nurse tried to open the closed venous indwelling needle during intravenous infusion for patient, she found that the indwelling needle had no protective jacket(needle cover), and the needle was in a bending state, so the indwelling needle was not used.